Event description:
It was reported that this product was returned and analysis was performed. Could not confirm high thresholds and the lead passed electrical testing. The cathode coil is deformed (necked down and wavy) at the distal end of the terminal pin to the point of clearly inhibiting the transmission of torque to the helix. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated at that time should pertinent information be provided

Event description:
It was reported that this right atrial (ra) lead was explanted due to helix extension issues during a reposition attempt as the lead exhibited threshold issues. Reasonable evidence suggests that this lead exhibited an additional malfunction. No additional adverse patient effects were reported.